Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00718, 0001825034 - 2022 - 00719, 0001825034 - 2022 - 00776.

Event description:
It was reported a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, patient was revised due to unknown reasons. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00719-1; 0001825034-2022-00718-1; 0001825034-2022-00776-1. D10: medical products: item#: unknown, unknown glenosphere; lot#: unknown. Item#: unknown, unknown humeral bearing; lot#: unknown. Item#: unknown, unknown baseplate; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.